Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient developed cardiac tamponade. The ablation procedure was successfully completed on (B)(6) 2024 and the patient reported chest pain started on (B)(6) 2024. An echocardiogram was performed on (B)(6) 2024 which identified cardiac tamponade, the patient was admitted to the hospital that same day. Medication was administered while the patient was in the hospital. They were discharged on (B)(6) 2024 with no further interventions reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient developed cardiac tamponade. The ablation procedure was successfully completed on (B)(6) 2024 and the patient reported chest pain started on 12mar2024. An echocardiogram was performed on (B)(6) 2024 which identified cardiac tamponade, the patient was admitted to the hospital that same day. Medication was administered while the patient was in the hospital. They were discharged on (B)(6) 2024 with no further interventions reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded. It was further reported that a pericardial window surgery was performed on (B)(6) 2024 and the EKG also showed pericarditis and partial atrial collapse.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6) it was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient developed cardiac tamponade. The ablation procedure was successfully completed on (B)(6) 2024 and the patient reported chest pain started on (B)(6) 2024. An echocardiogram was performed on (B)(6) 2024 which identified cardiac tamponade, the patient was admitted to the hospital that same day. Medication was administered while the patient was in the hospital. They were discharged on (B)(6) 2024 with no further interventions reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded. It was further reported that a pericardial window surgery was performed on (B)(6) 2024 and the EKG also showed pericarditis and partial atrial collapse.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the tamponade was related to product performance of the farawave catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the tamponade was related to product performance of the farawave catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
(B)(6) clinical study, subject ID: (B)(6). It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient developed cardiac tamponade. The ablation procedure was successfully completed on (B)(6) 2024 and the patient reported chest pain started on (B)(6) 2024. An echocardiogram was performed on (B)(6) 2024 which identified cardiac tamponade, the patient was admitted to the hospital that same day. Medication was administered while the patient was in the hospital. They were discharged on (B)(6) 2024 with no further interventions reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded. It was further reported that a pericardial window surgery was performed on (B)(6) 2024 and the EKG also showed pericarditis and partial atrial collapse. It was further reported that oral anticoagulation medication the patient had been taking was held.